Event description:
The information notes that one to two hours post implant, the patient had a cardiac arrest. When the lead tested normal, the pulse generator was replaced. A few minutes later, the patient had another cardiac arrest. The lead showed a 5 v capture threshold, 321 ohms impedance with a sorin programmer and 4000 ohms impedance with a medtronic analyzer. A new lead was implanted. The patient could not withstand the two cardiac arrests and expired the same day.